Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-04-28, information was received from a consumer regarding a patient who was receiving fentanyl (1000 mcg/ml) at "55" and dilaudid (0.6 mg/ml) at "55" via an implantable pump. Indications for use included non-malignant pain and chronic low back pain. Medical history and concomitant medications were not reported. On an unspecified date in (B)(6) of 2016, the pump was weaned down to nothing and they put normal saline in it; the pump was "cut off last month." The pump remained that way while they were being worked up for their gastrointestinal (gi) problems; they wanted the patient off their pain medicine while they were being worked up. On an unspecified date, reported as "last week," the patient had a bolus, something happened, and they overdosed (od). Following the bolus, the patient couldn¿t keep awake and passed out on the bed. The patient didn¿t know what happened and would have gone to the emergency room (ER), called an ambulance, or put on oxygen. According to the patient, they were bridging from saline to fentanyl at "50 mcg/ml and the ml/day were pretty close to the same thing; it shouldn¿t have been anything." The patient was started at 50 mcg/day of fentanyl and just got up to 55.1 mcg/day. The patient wanted to know what happened/what went wrong with their pump. The patient had a printout, but it was not the whole thing; they wanted a printout tech that would do a printout and they wanted to known how much medication was left in the pump. No interventions were mentioned. The patient intended to have the physician call to request a company representative to read the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.